Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator delivered a shorted output stage detection alert, in which there was possible high voltage circuit damage. No intervention on the device was performed and the patient was provided a life vest due to other health conditions.